Event description:
It was reported that during an open colon procedure, the surgeon said there was poor staple formation. Not much information is available. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis results showed that the cs40b device was received in good visual conditions and with no reload present. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.